Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and was not able to clear as buttons were not responding. Customer's blood glucose was not reported. Insulin pump would need to be replaced.